Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this dual chamber pacemaker system stored false atrial tachy response (atr) and non-sustained ventricular tachycardia (nsvt) episodes containing spiky noise signals with oversensing on both channels. The patient did not appear to be pacer dependent, however it was unclear whether the patient's intrinsic rhythm was observed through greater than two seconds of pacing inhibition. The observed noise occurred from approximately 8:00-11:00 am, and it was unlikely to have been related to the patient's implantable nerve stimulator for obstructive sleep apnea which operates while the patient sleeps. Review of lead trends from the past year showed significant changes in sensing and impedance starting in early (B)(6) 2024, with the lowest values occurring on (B)(6). The patient was referred to the physician. This pacemaker system remains in service. No adverse patient effects were reported.